Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. The reporter stated the dexcom device was consistently ¿40 points off¿ from the patient¿s bg meter readings. The patient¿s bg meter reading, at one point, was high mg/dl, but no specific cgm value was provided for comparison. The patient was using the omnipod insulin pump. The patient had large ketones and was vomiting. The reporter also had the patient go to the gym and ride the peloton bike for a bit in hopes of bringing her bg level down, but it did not. The patient¿s mother finally took the patient to the ER that evening. The patient¿s cgm reading at the ER was 280-282 mg/dl and the bg meter reading was 166 mg/dl. The patient was treated with liquid tylenol. She was discharged the following morning (less than 24 hours). The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.